Event description:
During inspection by the quality control team, a foreign substance was found inside the sterile pouch of a stabilizer steerable guidewire.

Manufacturer narrative:
During quality control inspection at a receiving dock, foreign substances were found inside the sterile pouch of a stabilizer steerable guidewire. The product was not sent to the hospital. As the product had not been opened, there are no clinical factors that could have contributed to the event. The inspection of the returned product showed three pouches of stabilizer .014 guidewires with the sterile seals intact. One sample contained a white foreign substance measuring 1cm long and 0.6cm wide was found on the tyvek inside the pouch, also, a small dust-like substance was embedded within the protective tubing of two samples. The reported complaint was confirmed. The piece of white contamination measuring 1cm x .6cm was identified by a microscopic spectrum as fluorinated hydrocarbon and a type of methacrylate compound. The sample label of the stabilizer marker wire spectrum matched the contamination that was found inside the sterile package. The other two small pieces of contamination that were embedded within the retaining tube could not be identified.